Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the central control monitor (ccma) screen went black and a message displayed on the bottom of the screen "escape diagnostics self f2". After a few attempts, the ccma powered normal. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.